Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit intermittent loss of capture (loc), with okay sensing outcomes and high pacing threshold of 3.0 at 1.5 after approximately five years of implant. The physician elected to surgically revise the lead, at which point sensing was not sufficient. The local area sales representative confirmed that there were no reported adverse patient symptoms, such as asystole.

Manufacturer narrative:
The physician observed the new lead placement under fluoroscopy, that the lead appeared to be in the same place it was before; therefore, exhibited dislodgment. This rv lead was surgically revised and was in service for a short time. Then a secondary procedure was done to remove this rv lead from service, as pace thresholds were increasing. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Manufacturer narrative:
Per the boston scientific local area sales representative, there was never a lead dislodgment, only surgical revision to optimize therapy due to change in patient condition (increase in thresholds). This lead was removed from service because it could not be optimally placed, and for no other reason. This lead was replaced with a different model of lead. No other leads were attempted or in service related to this evented information.